Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed in the access center. This issue occurred on the first pass. They were declotting a medium to heavy thickness in the patient's fistula. This was performed under fluoroscopy. During use, the tip detached outside of the vessel wall. As a result, the patient was stented to prevent the tip from coming back into the vessel. They do not know if this caused a delay in treatment and there was no patient death reported. There is no plan to remove the tip from the patient. This occurred with two patients approx two weeks apart. See MDR 9680794-2014-00156 for a similar incident with a different patient.